Event description:
Customer reported false negative urine hcg results with medi-lab performance hcg urine test ¿dipstick vs. Ultrasound. Negative results were observed when urine testing was performed with medi-lab performance hcg urine test- dipstick vs. A sonogram showing gestational age around (B)(6).

Manufacturer narrative:
Investigation pending.